Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support. Customer¿s blood glucose level was 207-210 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.